Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a sleeve gastrectomy after successful firing of the reload, the surgeon noticed towards the middle of the reload a small piece of tissue was still attached to the reload with malformed staples stuck in the reload. The surgeon had to forcefully remove the tissue from the fired reload. No significant ripping was noticed, however the surgeon over sewed the area with stitches. The last known status of the patient is reported as okay. No reinforcement material was used.